Event description:
It was reported that pump screen remained dark and would not turn on, and button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt to turn on pump, confirmed pump was not in a case, and ultimately was provided replacement pump under warranty; customer planned to use multiple daily injections as backup insulin therapy, was instructed to place original pump in storage mode, to reprogram pump settings and reconnect continuous glucose monitor on replacement device, and to return problematic pump using prepaid label within required timeframe.